Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: cuff failure rendering total anatomical replacement inappropriate for patient needs. 9 months post implantation cuff failure resulted in total anatomic shoulder conversion to reverse shoulder prosthesis. Based on anatomic changes and not on failure of implanted prosthesis to function as intended. Glenoid peg shows signs of superior wear. All prosthesis successfully removed without complication.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.